Event description:
As reported in an article published by the european journal of cardio-thoracic surgery, during a 5 year follow up with patients who underwent transapical tavr, it was stated that a patient underwent a second tavr procedure due to a deformation of the prosthesis after chest compression resulting in severe central regurgitation.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. In this case, the cause of the central regurgitation reported (article patient) appears to be directly related to frame deformation during chest compressions. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Axel unbehaun, a. (2014). Transapical aortic valve implantation: predictors of survival up to 5 years in 730 patients. An update. European journal of cardio-thoracic surgery , 1-10.